Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of capsular contracture, silicone migration, inflammatory nodule, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "lobulations and irregularity of the contours in turn identifying folds of various sizes," "intracapsular rupture, sign of double contour," "infiltration of the ipsilateral axillary ganglia by silicone," "thickening of the external capsule," "echographic signs suggestive of probable silicon granulomas," and "swollen-looking ganglia¿ in the axillary region concluded as "adenopathy of inflammatory type," and capsular contracture, baker grade unknown. The device remains implanted.